Event description:
Information received indicates the intellidrive will move the forward even when the handles are pulled backward.

Manufacturer narrative:
The technician found the strain gauge on the right handle was not working. The technician replaced the strain gauge to repair the bed.